Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that vasoview hemopro failed. It is unknown if the event occurred before or during the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. A visual inspection was conducted. The silicon on the cold jaw was observed to be peeled at the tip with no detachments. The heater wire was observed to be intact with no visual defects. No visible defects were observed to the toggle. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed over five (5) repetitions. The device activated and transected tissue five (5) times with no cautery failure observed. We were unable to observe any electrical issues for the complaint unit during our testing. The analyzed failure mode "peeled jaw" was confirmed.

Event description:
The hospital reported that vasoview hemopro failed. It is unknown if the event occurred before or during the procedure. The hospital did not report any patient effects.